Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results difference from results obtained using true track meter of 526mg/dl and the hospital's meter result of 328 mg/dl. The customer's expected fasting blood glucose test result range is 135mg/dl-180mg/dl (fasting).the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: undisclosed. The meter is not set up correct for the time and date. Customer tests regularly the blood glucose before breakfast and before bedtime.